Manufacturer narrative:
Product analysis: at analysis it was observed that the battery drawer was damaged and that the bail covers, bail attachment and ring attachment were missing. All were replaced, a calibration and test were run and it passed on the target tester. The instrument was deemed to be working "ok". If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.